Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in the shock impedance (si) to high, out of range values. The values at implant were within range but out of range alerts have been observed. Discussed continuing to monitor and bringing into office to clear alert and increase the out-of-range limit. Also discussed possible need for testing at some point if the si continues to increase. The rv lead has been implanted for several years and remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.